Manufacturer narrative:
(B)(4).

Event description:
Treatment of a supraclinoid aneurysm measuring 12mm. Post procedure, it was reported that the patient exhibited stroke like symptoms. Angiography showed a stroke in the right hemisphere and the pipeline was 100% thrombosed due to it not being fully expanded. Reopro and lytics were administered to the patient and balloon angioplasty (an option presented in the instructions for use) was performed to achieve full wall apposition. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).